Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that following surgery, the system turned off with popping sounds. The system would not restart afterwards. There was no patient involvement.

Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported event of a system shut down. The nonconforming power distribution printed circuit board (pcb) and power supply cable were replaced to address the reported event of a system shutdown. The reported event of a popping sound was unable to be confirmed. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of a system shut down can be attributed to the nonconforming power distribution pcb and power supply cable. The root cause of the reported popping sound was unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).